Manufacturer narrative:
Additional information was added: the lot was manufactured from april 23, 2019 - april 25, 2019. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor leaked from an unspecified location. The set was filled with fluorouracil. This was observed when opening the packaging after preparation. There was no patient involvement. No additional information is available.